Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient who is pregnant, reported that around 12 noon on (B)(6) 2016, she had dropped her meter in water and the meter stopped turning on with the ok button or when a test strip was inserted. The patient manages her diabetes with insulin which she self-adjusts. She reported that because of the power issue, she was unable to test her blood glucose levels and did not take any novolog insulin (normal dose varies on test results). The patient reported that she took a nap, and woke up around 2pm on (B)(6) 2016 feeling ¿hot, shaky, and dizzy.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that there had been misuse of the meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.